Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, power supply unit failure was identified, it is presumed that the lamp did not light up due to power supply unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source experienced both lamps failed to ignite. The issue occurred during preparation for use in a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using the similar device. There were no reports of delays. There were no reports of patient harm.